Manufacturer narrative:
UDI#: (B)(4). The event is confirmed with product received. Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. A corrective action was opened to address the issue of complaints for debris in sterile packaging. This action has since closed successfully. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 51-108060 tprlc133 mp t1 pps so 6x97.5 mm lot#: 6597925. Catalog#: 51-108080 tprlc 133 mp t1 pps so 8x101 mm lot#: 6594576. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05210, 0001825034-2019-05211.

Event description:
It was reported that upon incoming inspection, debris was discovered in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.